Event description:
It was reported that the patient was admitted to the hospital experiencing presyncopal symptoms. Device interrogation revealed that the pacemaker exhibited multiple inappropriate magnet responses suspected to be due to an environmental issue, which triggered a device alert indicating "device in atypical condition." The magnet response was programmed off prior, and the pacemaker was pacing normally. The pacemaker was subsequently explanted and replaced. There were no patient consequences.

Manufacturer narrative:
The reported event of unable to interrogate and magnet response problem was confirmed. The device was received with normal output and intermittent telemetry. Signs of rapid discharging were noted. Longevity assessment found the device was operating above the elective replacement indicator (eri) voltage. Visual inspection of the header attachment area detected an anomaly between the epoxy header and titanium case. The device was cut open to enable further testing and the battery was found normal. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested by connecting to an external power source. Test results indicated normal current drain. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.